Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, several false episodes of automatic mode switching (ams) were reported. Technical support confirmed that the false ams episodes were due to far r-wave over-sensing. It's anticipated that the device will be reprogrammed in order to resolve the issue. The patient was stable.